Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. This was accompanied by a slight disfigurement near the incision site. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On april 28, 2022, mentor became aware that the initial report submitted erroneously reflected the wrong date of implant. The correct date of implant is (B)(6) 2022. The device was removed and reimplanted due to capsular contracture on (B)(6) 2020. This incidence of capsular contracture was reported as a separate event under 1645337-2022-04897. This report relates to recurrence of the capsular contracture with the same implant.